Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited upstream occlusion alarm. It was reported that the patient switched to back-up pump. No patient injury reported.